Event description:
It was reported to pt experienced poor pain coverage. X-rays indicated, the lead had migrated or dislodged. The lead was replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).